Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the patient underwent a transurethral resection of the prostate (turp) + transurethral laser lithotripsy of the bladder as per medical orders. The procedure progressed smoothly, when it became necessary to use an energy platform for plasma resection of the hyperplastic prostate tissue. During this phase, a "prostate resectoscope and accessories" were employed. After confirming the products' intact appearance and normal function via an external test, the resection commenced and was completed successfully. The procedure entered the final stage of checking equipment integrity. The surgeon observed a fracture mark on the resectoscope loop. Upon closer examination of the fracture site, it was preliminarily determined that a fragment might have been retained in the bladder. An immediate bedside x-ray in the operating room indicated a "linear metallic density shadow in the pelvic cavity, clinical correlation advised." The surgeon reinserted the resectoscope into the bladder and located the fractured loop fragment in the left side of the prostate surgical area, which was then completely removed. A repeat bedside x-ray showed no abnormalities, confirming the complete retrieval of the fractured electrode loop fragment, and the surgery proceeded. The operation concluded successfully.